Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(6).

Event description:
It was reported during a diagnostic guided sheath biopsy, when the single use biopsy valve was used with the bronchovideoscope, a rubber gasket for the internal check valve fell off into the patient's bronchus. The fallen gasket was retrieved endoscopically from the bronchial tube. The time for collection was unknown, however it was reported that it did not take long. The procedure was not extended and the patient was not given any additional anesthesia or sedatives. There were no additional procedures performed. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The subject device was not returned to olympus for evaluation. However, another lot of the device was used by olympus for evaluation. It was confirmed that if the endo-therapy accessory and syringe are inserted and removed from the device (attached to an endoscope) while the endo-therapy accessory and syringe are tilted, the rubber valve will be damaged and fall off. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that if the endo-therapy accessory was inserted and removed while tilted relative to the device, the rubber valve would be damaged and fall off. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿9.4 feeding and aspirating solution with a syringe: insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5 inserting and withdrawing the endo-therapy accessories: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ it was also confirmed that the maj-210 package insert states the following: inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. This may cause the forceps plug to break and pieces to fall into the patient¿s body. Olympus will continue to monitor field performance for this device.